Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer delivered several correction boluses. Pump data review by tandem technical support found that 3 separate 5 unit override boluses were requested within 3 hours. Bg was treated with intravenous sugar, saline, and oral glucose gel. Reportedly, customer left the ER 2 hours later with customer in stable condition (bg 300 mg/dl).